Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The inner and outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer with no information and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.